Event description:
It was reported that multiple cartridges were leaking from the top and bottom of cartridge. There was no adverse impact to the customer's blood glucose level. The customer declined assistance from tandem technical support regarding the issues. No additional patient or event information was available.